Manufacturer narrative:
Device has been evaluated but not repaired. Device has been scrapped per the customers request.

Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's power management board needs to be replaced to address the issue.